Event description:
Customer reported device + 233 mg/dl at 3:43 pm and could not stay awake. Their family member found them unresponsive and called emergency medical technicians (emt). Emt device = 43 mg/dl. Emt's treated customer with a glucose solution and cake icing. An emt retest = 125 mg/dl fifteen minutes later. No controls used. A request was made for return product and replacement product was sent.